Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes; d.9:device eval by manufacturer? Yes; d9: returned to manufacturer on: 2024-february-01. H.6 investigation summary material #: 367300; lot/batch #: 3193680. Bd received 3 samples for investigation. The samples were evaluated by functional testing, each used to draw 30 vacutainer tubes, and the indicated failure mode for sleeve leakage with the incident lot was not observed. Additionally, 30 retention samples from bd inventory were evaluated by functional testing, each used to draw 30 vacutainer tubes, and the issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® multiple sample luer adapter, there was poor sleeve function resulting in blood leakage. No patient impact reported.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) center. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® multiple sample luer adapter, there was poor sleeve function resulting in blood leakage. No patient impact reported.